Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was initially implanted in an anterior position, and that this patient was not receiving optimal cardiac resynchronization therapy. As a result, a revision procedure was performed, where the physician elected to remove the lv lead and implant a new lead in a posterolateral position. No additional adverse patient effects were reported.